Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - unknown screws catalog#: ni, lot#: ni. Report source: foreign - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a bilateral tmj reconstruction approximately six years ago. Subsequently, the patient developed heterotopic bone growth and the prostheses are misaligned. Therefore, a revision is planned to remove the current product and implant new custom implants. It was reported that no further information is available.

Event description:
It was reported that the right side components were explanted due to malposition. A surgery to replace the explanted components with new custom implants is pending manufacture of the implants. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.